Event description:
Multiple bd safetyglide needles found to be clogged - unable to pass either fluid or air. Needles were identified during both covid booster preparation as well as during influenza prefilled syringe preparation by covid clinic pharmacy and nursing staff. Needles identified as bd safetyglide injection needle (box of #50), ref 305916. Lot # 2003406. Expiration 12/31/2026. All safetyglide needles matching this lot found in vaccine preparation area quarantined. FDA safety report ID # (B)(4).